Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed with no delivery after the reservoir was changed. The patient's blood glucose at the time of incident is unknown. The customer suspects that a faulty reservoir caused the no delivery. The reservoir in question will be returned for analysis and a replacement reservoir was shipped to the customer.